Manufacturer narrative:
Service representatives replaced the co2 module. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the beneview monitor which may have resulted in a loss of gas monitoring. No patient injury was reported.